Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the on/off button of the device was not responding. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the on/off button was not responding.

Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a fault in the power on/off switch in the lens keypad assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the on/off button was not responding.